Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor needle stuck. The customer¿s blood glucose was 63 mg/dl at the time of the incident. Customer reports that they did not receive medical treatment as a result of needle stick. Customer reported that it hurt but was able to remove the needle and just felt pain but needle did not get stuck in her body. The sensor will not be returned for analysis.